Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con unknown grade, chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation revision with a 550cc mentor memorygel breast implant experienced right sided baker¿s grade unknown capsular contracture and chest injury post procedure. The patient had a car accident which she is claiming that has led to another issue of capsular contracture. The capsular contracture was diagnosed by a physician. As a result, patient scheduled for an explant on (B)(6) 2022.